Manufacturer narrative:
Additional information:

Event description:
Additional information. Patient was injected with juvéderm voluma with lidocaine to the cheeks and nasolabial folds. Juvéderm volbella with lidocaine was injected to the tear troughs. There were no issues with the juvéderm volbella with lidocaine that could be ascertained. Patient was later reviewed again and still had a small residual non-tender lump which the healthcare professional was happy not to treat any further.

Manufacturer narrative:
(B)(4). The events of vasovagal reaction, lump, biofilm and abscess are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A device history record review has been initiated and analysis of the data has not been completed. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: precautions for use as a matter of general principle, injection of a medical device is associated with a risk of infection. Standard precautions associated with injectable materials should be followed. Undesirable effects. The patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paraesthesia, occurring after the injection. These reactions may last for a week. Induration or nodules at the injection site. Rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischaemia or cerebral haemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account.

Event description:
Healthcare professional reported injecting, a patient with juvéderm voluma with lidocaine and juvéderm volbella with lidocaine. Patient was injected in the cheeks, nasolabial and tear trough. During the procedure, the patient had a vasovagal reaction. Patient later came down with the flu. About 2 weeks after the injection, the patient returned to the clinic after developing a lump in the nasolabial area. Patient was prescribed with amoxicillin. Patient returned to the clinic again 8 days later and had developed another lump on the other side of the nasolabial fold. Symptoms were noted as a biofilm presence post injection to the nasolabial. Patient was then prescribed with klacid. Four days later, the patient had an abscess on the nasolabial fold lanced. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID #3005113652-2018-01519 (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspected product, juvéderm voluma with lidocaine.